Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a power loss alarm. Their blood glucose was unknown. They said that their pump kept telling them that the batteries were dead even after they put a new one in. During troubleshooting for power loss alarm, the customer received a replace battery now alarm. They said that they have received several replace battery now alarms. During troubleshooting for replace battery now alarm, they said that it occurred less than 10 hours after receiving a low battery alert. The customer stated that this was the second occurrence of the replace battery now alarm in less than 10 hours after the low battery alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted during testing or on the download history file. However, unexpected replace battery, replace battery now and power loss alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector. The pump was monitored and functioned properly. Pump received with broken belt clip rails, scratched case, pillowing keypad overlay and minor scratched lcd window.